Event description:
During an arthroscopic bankart repair two anchors broke during insertion. The surgeon pre-drilled the insertion site with the appropriate drill and drill guide. The surgeon also used the ao two-finger technique when inserting the anchors. The first anchor broke below the eyelet before it was fully inserted. A second anchor was tried with the same results. A third anchor was implanted successfully to complete the repair. Sales rep believes this event may have been from the surgeon disassembling the device and loading fiberwire suture onto the anchors prior to insertion. A delay of 30 minutes took place. The two broken anchors were left imbedded in the patient's bone. No patient injury or complications were reported.